Manufacturer narrative:
Product complaint #: (B)(4). Month and day unknown. Only year (2019) is known. Batch #: r59p47. Device evaluation summary: the analysis results found that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete; however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a proximate pph03 device failure, item cut tissue but did not fire staple. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.